Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 on the auxiliary cabinet were not detected on the bus. The field service engineer (fse) replaced drawer controller along with the module controller since they were not functioning. After replacing the controller board and module controller, the station was allowed to boot into the application so the drawer could update firmware and be configured for the station. Diagnostics were then run to properly test and perform an acceptance test on the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.